Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port monopolar curved scissor instrument was analyzed and found to have a sheath distal coextrusion lodged at the proximal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure on b)(6) 2025, a single-port (sp) monopolar curved scissors (mcs) instrument was found to have a piece of an instrument sheath attached to the tip. The sp mcs instrument and the instrument sheath were last used during the procedure on (B)(6) 2024.